Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal to the 5cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported 4fr power PICC solo inserted (B)(6) 2024. PICC fractured at 3cm and removed on (B)(6) 2024. Power PICC solo 4fr fractured at 3cm. Additional information 09/02/2024: patient required another PICC line to be inserted. He also received only a proportion of his chemotherapy as he was unable to go home with ambulatory infusor bottle due to having no PICC line insitu. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 50cm, inserted to basilic vein, exit mark 3cm, secured with securacath. PICC used for oncology treatment (irinitecan 5fu). No occlusions with this PICC. Leakage was identified by a visible hole/fracture outside the patient (at 3cm exit site or on external part of PICC). PICC was used 4 months. Xray imaging of the event is available. Catheter site was cleaned with chloraprep (3ml). Additional comments: "good tip position cxr 14 may 24, catheter to vein ratio 10%."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal to the 5cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported 4fr power PICC solo inserted (B)(6) 2024. PICC fractured at 3cm and removed on (B)(6) 2024. Power PICC solo 4fr fractured at 3cm. Additional information 09/02/2024: patient required another PICC line to be inserted. He also received only a proportion of his chemotherapy as he was unable to go home with ambulatory infusor bottle due to having no PICC line insitu. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 50cm, inserted to basilic vein, exit mark 3cm, secured with securacath. PICC used for oncology treatment (irinitecan 5fu). No occlusions with this PICC. Leakage was identified by a visible hole/fracture outside the patient (at 3cm exit site or on external part of PICC). PICC was used 4 months. Xray imaging of the event is available. Catheter site was cleaned with chloraprep (3ml). Additional comments: "good tip position cxr 14 may 24, catheter to vein ratio 10%."

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation.